Event description:
It was reported that despite interrogating the pulse generator several times, impedance and battery measurements could not be retrieved, neither could longevity data. With a mag- net applied, the magnetic frequency rose to 95 bpm. The patient was dependent. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to exhibit no telemetry due to multiple bits flipped in the product code. After the product code was downloaded, normal function ensued. The device exhibited characteristics indicative of elective replacement indicator (eri). This was due to a normally depleted battery.